Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived out of the pouch, and fully primed. Visual inspection revealed that the tubing had separated from the inlet port of the filter. Therefore, the reported condition was confirmed. An assignable root cause was not determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter corporate product surveillance a clearlink solution set in which a leak occurred from a cut in the tubing at an unknown location. The alleged defect occurred during patient use. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.